Event description:
After rotator cuff repair the pt developed pressure ulcer-like swelling on the back of the head. It was noted after 6-hour surgery. Pt was positioned using the face mask following the instructions manual.